Event description:
Thirteen days after device implant the elective replacement indicator message was noted. A computer generated longevity calculated estimated battery duration to be 4 months if 2 programs were employed, providing stimulation via 2 anodes and 2 cathodes for 11 hours a day, given an amplitude of 8.7 volts, a rate of 80 hertz, a pulse width of 450 microseconds. The patient continued to receive good stimulation therapy. The implantable neurostimulator was reprogrammed with a significantly decreased amplitude. Device replacement was scheduled. A follow-up report will be submitted if additional information becomes available.